Manufacturer narrative:
Failure confirmed. Immediate visible damage: tip chipped. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.

Event description:
It was reported that during inspection, the tip of blade was found broken. There was no pt injury reported.